Event description:
Mcs coordinator received a call from patients mother. Patient had a continuous fault alarm after sneezing. Patient's mother was instructed to change out the freedom driver. Freedom driver changed without difficulty.